Event description:
It was reported that a clearlink y-type cath ext set cracked at the luer lock and leaked. This was observed during the infusion of dextrose or antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. The returned photographs and video were reviewed, and it was noted that the luer was cracked which resulted in a leak. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.